Manufacturer narrative:
The investigation is ongoing.

Event description:
During removal of the commander delivery system through the esheath, there was excessive resistance felt. Under fluoroscopy, the balloon appeared outside of the center of the sheath and appeared caught in the seam where it is split. With some manipulation of the device, the position of the delivery system appeared to be coaxial with the esheath and the delivery system was able to be removed using additional force. The balloon was torn from the delivery system and appeared to be inverted. There was no consequence to the patient.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection it was observed there was complete separation of the inflation balloon from the crimp balloon proximal to the bond, the crimp to inflation balloon bond remained intact and the balloon folded over the nose tip, likely due to withdrawal attempts of the delivery system balloon into the sheath. The crimp balloon double wall thickness was measured and found to meet specification. Due to the balloon tear, functional analysis was not possible. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system of sheath was the source of the complaint. Based on the investigation, two factors were identified that may have prevented the delivery system from withdrawing into or through the sheath: non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath; and residual liquid volume in the delivery system during retrieval can also result in resistance retrieving the delivery system into (and through) the sheath. Consequently while overcoming these procedural factors, if additional tensile force and manipulation is required to withdraw the delivery system into (and through) the sheath, it could result in material failure (crimp/inflation balloon bond), which was observed during the engineering evaluation. While a definitive root cause was unable to be determined, available information supports that procedural factors contributed to the reported complaint. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information supports that procedural factors (non-axial alignment during retrieval or residual liquid volume in the delivery system) contributed to the reported event. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the december 2015 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.